Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary anesthesia was unable to find certain patients in station unless they accessed the full patient list and scrolled; one patient was identified as ¿restricted access,¿ preventing search visibility. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a user management error. A technical support specialist confirmed that permission needs to be granted to the user role for the patient search facility, including restricted access, and advised that this can be configured by the pyxis administrator. The tss shared the findings with the customer and attached the relevant knowledge article (medstation es training). The system functioned as intended after the technical support specialist troubleshot the device.